Event description:
It was reported that the atrial lead exhibited noise. A fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. Final analysis found that the proximal insulation was abraded at 2.9 cm from the helix end, due to friction with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun